Event description:
It was reported that the patient was found to have poor range of motion and experiencing more pain than expected. An aspiration was performed to rule out infection.

Manufacturer narrative:
The associated complaint device were not returned. A clinical evaluation was conducted and based on the information provided the root cause of the poor range motion captured in (B)(4). Multiple fall history captured in ((B)(4)), and the left knee arthrofibrosis captured in (B)(4), could not definitively be determined. However, the reported non-compliance, chronic opioid usage, morbid obesity(weighing 260.7 pounds), and fall history cannot be ruled out as contributory factors to the reported issues. The future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.